Event description:
It was reported that during a ventricular tachycardia (vt), a cs catheter was connected to the ep recording system (bard) and a st catheter was supposed to be used with carto. They connected the st catheter to the catheter cable and then to the piu and some noise was shown in all signals on only ep recoding system. They disconnected and reconnected a couple of times, then they decided to change catheter cable, when they connected again the noise was still there. Since the noise occurred on only ep recoding system, this issue (noise) is not reportable event. In addition, it was reported when smarttouch catheter was in the atrium, before the ablation started; the unwanted pacing occurred on fast rate, which possibly induced atrial tachycardia. Also the generator made rapid acoustic ticking sound during ablation. The customer replaced the cable however the issue was continued. The signals from coronary sinus (cs) and right ventricle (rv) catheters were gone. Both catheters were directly connected to bard pin box. The customer immediately stopped the procedure. The patient required intervention to prevent permanent impairment/damage due to atrial tachycardia. The patient was transferred to another hospital for further treatment. The physician¿s opinion on the cause of this adverse event was generator related. The physician considered unwanted pacing issue might cause atrial tachycardia. Safety test confirmed that there was no current leakage from piu. The carto system performs as intended.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during a ventricular tachycardia (vt), a cs catheter was connected to the ep recording system (bard) and a st catheter was supposed to be used with carto. They connected the st catheter to the catheter cable and then to the piu and some noise was shown in all signals on only ep recoding system. They disconnected and reconnected a couple of times, then they decided to change catheter cable, when they connected again the noise was still there. Since the noise occurred on only ep recoding system, this issue (noise) is not reportable event. In addition it was reported when smarttouch catheter was in the atrium, before the ablation started; the unwanted pacing occurred on fast rate, which possibly induced atrial tachycardia. Also the generator made rapid acoustic ticking sound during ablation. The customer replaced the cable however the issue was continued. The signals from coronary sinus (cs) and right ventricle (rv) catheters were gone. Both catheters were directly connected to bard pin box. The customer immediately stopped the procedure. The device was evaluated and no error found. Device is working within specification. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The concomitant products: c3 interface cable ¿ therapeutic model# d-1286-03-s, lot # unknown. Carto 3 model# m-4800-01, serial # (B)(4). Coolflow pump model# m-5491-01, serial # (B)(4). Smart touch unidirectional model# d-1336-02-s, lot # d-1336-02-s. (B)(4) are related to the same event.

Manufacturer narrative:
On (B)(4) 2015, bwi received additional information from biosense field service engineers which stated stockert was connected according to instruction, pacing cable was connected to the regular port on the front panel of the piu. However the cs catheter was connected to the eprs directly (it should be connected to the piu) and the indifferent electrode was not connected to the patient. There was nothing wrong found on the stockert, they tried to replicate the issue but they could not. The biomedical engineer from the hospital performed the safety test on all devices and everything passed, the stockert was sent to the manufacture for a full check and they could not find any issue. There was not anything caused by stockert since there was no power was delivered at that time so it was just on standby.